Manufacturer narrative:
Upon receipt, the lead under complaint was found fragmented. An extraction aid was found in the lead body. The is-1 connector pin was not returned. The insulation was found damaged between 20 and 23 cm proximal to the lead tip. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Furthermore, the conductor coil was found stretched 38 cm proximal to the lead tip, which most likely resulted from the extraction procedure due to tensile stress. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
This ra lead was explanted due to pacing thresholds increasing. No adverse patient events were reported. Should additional information be received, this file will be updated.